Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. (Baker grade iii) manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent breast augmentation revision with mentor memorygel, 400cc breast prosthesis experienced left sided capsular contracture (baker grade iii) post procedure. The patient¿s consultation with the physician confirmed the issue. As a result, patient underwent an explant on (B)(6) 2021.

Manufacturer narrative:
Device evaluation completed on june 22, 2021: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 350cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 13, 2021 additional information received indicated that the right prosthesis with sn#: (B)(6) is the suspect device. As a result, patient underwent capsulotomy and capsulectomy of the right device with replacements with the lot#: 7457976, cat#: 3504001bc, and the left replaced with unknow mentor memorygel. Right side capsular contracture grade is iii, and the left side has issue with cutaneous contour deformity. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This report relates to the right implant. Manufacturer¿s reference number: (B)(4).